Event description:
On june 3, 2010, a doctor reported that a patient lost a sybronpro xrt implant approximately five (5) months after placement due to the apex of the fixture extending into the nasal cavity.